Event description:
It was reported to boston scientific corp that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6), 2008 ((B) (6)). According to the complainant, during the procedure the end of the guidewire frayed. The coating on the end of the guidewire that was sticking out of the pt and scope had lifted slightly while attempting to backload a sweep balloon. None of the guidewire coating detached. The end of the guidewire was subsequently cut off enabling the sweep balloon to be backloaded. The procedure was completed using another jagtome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B) (4).